Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable root cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may damage the lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Conclusion: based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +19.50 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search, lens evaluation. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens optic torn. Particulants on lens surface. There was evidence of dry clear surgical residue. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon used a aa4203tl +19.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was opened; a scratch was noted on the lens. Did not use. No patient contact. Lens is faulty.